Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, a 740 ventilator generated an alarm and "it was in a state that the safety valve opened". It was additionally reported that upon powering on, a power on self test (post) failure occurred. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Device evaluation summary: the service personnel (sp) inspected the ventilator replaced the pressure solenoid printed circuit board (pcb). The ventilator passed all test and calibrations per manufacturer specifications at the time of service. One pressure solenoid pcb was returned to medtronic for further analysis. A visual inspection was carried out, no anomalies were observed. The pressure solenoid pcb was assembled into the failure investigation test-bed device for analysis and powered on the unit. The test-bed device failed the power on self test (post) with an error codes. The fault was isolated to component pt2. The cause of the observed condition was determined to be the faulty component on pressure solenoid pcb. The event will be monitored and trended.